Event description:
It was reported to philips that the system displayed an alert indicating the shutter was unavailable, which impacted imaging. No harm was reported to philips. Philips has started an investigation of this complaint.